Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn 59130654 has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/13/2019. Electrode belt: 08/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 5:00am. The patient passed out on the floor at the time of the event. The patient's daughter and husband were present at the time of passing. The device was reportedly alarming and prompting to perform CPR. It was reported that the patient's daughter and husband attempted resuscitation. Review of the download data, indicates the patient received one inappropriate shock in response to CPR/motion artifact and amplitude oversensing. The patient was in asystole with CPR/motion artifact at the time of the inappropriate treatment shock 05:15:50. The patient's post shock rhythm was also asystole with CPR/motion artifact. The response buttons were not pressed during the event. Asystole was detected six times from 05:16:37 to 05:22:40. ECG shows asystole with CPR/motion artifact. The patient was in asystole at the time of the device shutdown at 05:25:14 on (B)(6) 2020. The patient passed away on (B)(6) 2020 at approximately 5:00am.